Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Started with a visual inspection. Cracked tank cover, stripped interlock block, broken front cover, and the line cord failed the electrical test. Filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. Performed functional tests. The device leaked confirming the customer's complaint. The root cause was the stripped interlock block. The interlock block was replaced for the 390 and the block assembly was attached properly with no leaking. The tank cover, line cord, and front cover were also replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was interlock leakage. There was unknown patient involvement and unknown patient harm/adverse event reported.